Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device has depleted from 53% to 15% battery. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.